Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2017 due to insulation. In addition, lead conductors found to be externalized during flouro of lead prior to device change out. The physician was dr. (B)(6) at (B)(6) hospital center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).